Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device had no telemetry. The device had remained in service for 81 months after going into storage mode, therefore the device would not be expected to have telemetry as the battery would have fully depleted. A memory download could not be performed due to the lack of telemetry and no further analysis could be completed.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was found to be in storage mode. It was reported the patient was lost to follow-up for several years and that the device reverted to storage mode approximately two years and four months ago. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was received indicating the patient does not wish to have their device replaced. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The local area sales representative reported the patient was new to the clinic and would be working with their physician to determine if ICD therapy was still needed. The local area sales representative was contacted for additional information. At this time, records indicate this device remains implanted. Should additional information become available this report will be updated.

Event description:
The device was later explanted and returned for analysis. No adverse patient effects were reported.